Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative hcg results on the consult diagnostics hcg dipstick on one patient that was reported to be 24 weeks pregnant. There was no reported adverse patient sequela. There was no comparative testing performed as reporter states they knew the patient was obviously pregnant. There was no patient information provided.